Manufacturer narrative:
This report was originally incorrectly submitted under exemption #e2015025, which was revoked effective june 30, 2019. The request for correction was made by mr. (B)(6), MDR program expert at FDA. Handicare USA is now submitting this report as the importer to correct the original error.

Event description:
Patient was getting up with a 2 staff assist. Patient was on the quickmove when the left leg broke causing the patient to fall to the floor. Patient suffered left hip pain and a left gluteal abrasion.